Event description:
Customer reported device =394 mg/dl at 11:10 and device =268 mg/dl at 11:14. Lab=221 mg/dl at 11:45. Treatment information was not provided. A request was made for return product, however replacement product was declined.